Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on the (B)(6) 2010 and performed self-tests up to the (B)(6) 2012. The device failed multiple self-tests due to a low battery between the (B)(6) 2012 and the last log entry on the (B)(6) 2015. Temperatures are recorded below the recommended minimum temperature during this time. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. There were no ten minute time outs recorded in the history log however there were one minute time outs recorded, this may indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Corrosion and moisture ingress were found in the device during the investigation and would have contributed to the membrane failure and self-test fails. Measurements taken would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.